Manufacturer narrative:
Additional information provided in section d.9, h.3, h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Handpiece was received at the manufacturer site. A visual assessment of the returned sample found connector discoloration. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet manufacturer specifications per product specifications. The returned sample was connected to a calibrated centurion vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications per manufacturing test procedure (mtp). Refer to the attached investigation log and dtf data sheet and picture. Testing at manufacturer site found the handpiece to meet manufacturer specifications per mtp. Therefore, the customer reported event was not able to be confirmed. Unrelated to the reported event, connector discoloration was found during visual assessment at manufacturer site. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handpiece did not flush water from machine. The details of procedure and patient impact was not reported. Additional information has been requested.